Manufacturer narrative:
Results: the ace 64 was fractured in the proximal shaft approximately 98.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the ace 64 was broken. Evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the ace 64 is withdrawn from the packaging hoop forcefully at an angle, the catheter shaft may fracture due to excess force and bending. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). Upon removal from the packaging, the ace 64 was found broken and was not used. The procedure continued using a new ace 64.